Event description:
Customer reportedly received results of 98 mg/dl and 185 mg/dl within 10 minutes on the advantage system. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Event description:
Procedure type: vats. Patient gender: unknown. According to the reporter: fired the device no staples dispensed from the device. Pt lost 3000 cc of blood, pt was given 4 units of blood. No other info was available at the time of this complaint. Pt is stable.